Event description:
The or (operating room) associates set-up the suction and noticed it leaking brown fluid onto the floor. Associates took down the equipment and replaced it with a new one without event.======================manufacturer response for disposable suction/irrigator, strykeflow ii (per site reporter)======================they can and pick-up the item and we requested not to receive the same lot number.